Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, non-calcified, 85% stenosed mid right coronary artery and the left circumflex. Post-deployment of the 3.0x33 mm xience prime stent a distal edge dissection was observed which required deployment of a xience v stent to cover the dissection. A 2.75x15 mm xience prime stent was also deployed in the left circumflex. There was a good patient outcome. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.